Event description:
On (B)(6) 2014 the patient underwent treatment of an 18 mm iliac artery aneurysm with a gore® excluder® aaa endoprosthesis. It was reported the device was advanced and implanted with no issue. The delivery catheter and sheath were removed together. No notable resistance was reported during advancement or withdrawal of the graft. Upon removal of the device it was noted that the leading olive had become completely separated from the delivery catheter. Intra-operative fluoroscopy showed the leading olive remained on the guidewire. Reportedly, there was no apparent kinking of the guidewire that could have caused the olive to remain on the guidewire. A snare catheter was used to retrieve the olive from inside the patient. The procedure concluded without any further complications, and the patient tolerated the procedure. Reportedly, there was nothing about the patient¿s anatomy that caused or contributed to the olive separation. The delivery catheter was discarded at the facility and is not available for evaluation.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The root cause of the olive separation could not be determined with the provided information.